Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed and the cassette would not load. One patient was prepped with an IV. All four cases were canceled and rescheduled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and disposed of. The recessed screw in the upper left panel was stripped with the panel breaking when removed. The panel was replaced. The panel is not related to the complaint reported. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. (B)(4).